Event description:
It was reported that the patient with this pacemaker reported fatigue for one week and a recent fainting episode, which resulted in the patient going to the hospital. Per the patient's advocate, the hospital doctor told the patient their implanted device has "failed" and requires replacement. Technical services (ts) was consulted and confirmed a device alert was sent on 31-may-2025, although ts was unable to provide the patient with the alert and advised they reach out to their clinic. No further information has been provided to date, and no adverse patient effects were reported. Of note, a boston scientific local area field representative was not involved in the case. As of 23-jul-2025, no additional information has been received by boston scientific. Should pertinent follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker reported fatigue for one week and a recent fainting episode, which resulted in the patient going to the hospital. Per the patient's advocate, the hospital doctor told the patient their implanted device has "failed" and requires replacement. Technical services (ts) was consulted and confirmed a device alert was sent on (B)(6) 2025, although ts was unable to provide the patient with the alert and advised they reach out to their clinic. No further information has been provided to date, and no adverse patient effects were reported. Of note, a boston scientific local area field representative was not involved in the case.